Manufacturer narrative:
B3: actual event date is unknown. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery as the patient experienced fungal infection. The ipp was explanted, and the patient had a tactra placed only on the right side. The patient wanted ipp placed instead once infection was cleared. The tactra was then replaced with ipp. There were no further patient complications.